Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, implanted: (B)(6) 2017, product type: lead. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for intractable pain. It was reported that although there were no issues during the impedance check before closing a wound, high impedance at the #0 electrode was indicated when the impedance was measured after the patient went back to the hospital room. No x-ray images were available. No telemetry data was available. It was unknown if there were any external factors that contributed to the event. The troubleshooting/diagnostics performed were impedance measurement. The issue was not resolved at the time of this report. No patient symptoms were reported. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information was received from the rep almost two months later reporting there was no health impact to the patient. No interventions or actions were taken to resolve the high impedances. The high impedances did not resolve. The cause of the high impedances were undetermined. No further complications were reported or anticipated.